Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged alternating current power socket inlet unit. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction is traced to component failure of the alternating current inlet unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had broken alternating current power socket. There were no reports of patient harm.